Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported for general instruments." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01689 / 01690).

Event description:
During a procedure the inserter fractured. No pieces fell in to the patient. This contributed to a 40 minute delay in procedure.